Manufacturer narrative:
(B)(4). The device sample has been returned but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after inserting the catheter, an attempt was made to fill the balloon and during the inflation process the catheter came out and the balloon had burst. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot was not provided; therefore; a DHR review could not be conducted. One actual sample was returned for investigation. Investigation was conducted by inflating the returned sample with 10ml of red color water and left on the workbench for 20 minutes. The balloon was able to stay inflated without any issues. In our standard operating procedures the raw balloons are subjected to 100% visual inspection. Defective raw balloon will be culled out before sent to the next process. All foley catheters were then subjected to leak test. There was no fault found and no leak was found at the balloon area of the returned sample. Based on the investigation, defect of leak balloon could not be found in the returned sample. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: after inserting the catheter, an attempt was made to fill the balloon and during the inflation process the catheter came out and the balloon had burst. The patient's condition was reported as fine.